Manufacturer narrative:
The patient underwent replacement of the retaining ring and the bushes were changed. Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ for 16 months and the surgeon thinks that during the lengthening process the retaining ring remained attached to the allen key when it was being removed and that it moved the ring out of place. The reported disassociation of the small sub-component could be as a result of surgical factors and not necessarily related to the device itself. A review of the drawings for the allen key and retaining ring confirm a significant dimensional clearance that confirms under normal usage conditions it would not be possible for the retaining ring to remain attached to the allen key. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
It has been reported that the surgeon suspects the patient's distal femur minimally invasive grower has disassociated.